Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 840 ventilator generated an alarm and the gui (graphic user interface) blacked out and stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, it is unknown if the patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the graphical user interface printed circuit board (gui pcb xena ii) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the ventilation seemed to continue but the customer thought that it stopped.